Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer loaded a new cartridge successfully and received an accurate fill estimate. Additionally, the customer reported an occlusion alarm. The customer's blood glucose (bg) level was 372 mg/dl. To address the bg level, the customer changed the cartridge and delivered a correction bolus. As the pump supplies in use during the occlusion alarm had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.